Manufacturer narrative:
(B)(4).

Event description:
The customer reported the 840 ventilator had an erratic display. There was no pt involvement. Covidien troubleshoot this issue with the customer over the phone and advised the customer to replaced the graphical user interface (gui) pcb.